Manufacturer narrative:
Analysis from patient matched department made on (B)(6) 2017: extra-analysis: no extra-analysis is possible, since we have not received any x-ray. Conclusions: our analysis of the process of this case found no deviations from the standard procedures. Each step has been performed correctly. Batch review performed on 02 january 2018: (B)(4). Preliminary investigation based on the pictures of the explanted tibia insert, made by r and d project manager on 03 jan 2018: a deep dent can be seen on the articular surface of the insert that looks there damaged. It has not been specified if this dent was caused during explantation or due to the presence of a third body in the joint. No further comments can be done looking at the pictures sent.

Event description:
The patient came in complaining of instability. The surgeon revised the insert from a 12 mm to a 17 mm. The surgery was completed successfully.